Manufacturer narrative:
A video was provided where fluid was seen dripping down the spiros. Received one used ch3187 bifuse add-on set connected to one used ch-14 and various mating devices. A stick down was observed on the ch-14. The ch3187, ch-14, and mating devices were leak tested per product specifications. There was leakage from the ch-14. The chemoclave on the ch-14 was disassembled and the spike was found to be bent and broken. The complaint of leakage can be confirmed due to the stuck down ch-14. The probable cause of the stick down is due to a molding defect in manufacturing. The device history record could not be reviewed due to the unknown lot number.

Event description:
A customer initially reported an issue 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter with list number ch3187, lot # 13992549 associated with unspecified chemo leakage from the spiros. The samples were to to the manufacturer for complaint investigation on 28-apr-2025. However, upon inspection, it was reported that the defect was found on ch-14 and not on the ch3187. Therefore, a complaint is being registered to capture the defect found on the ch-14, chemoclave® vented bag spike.